Event description:
The reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -7.50/2.0/089 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. Rebound post-op inflammation with mid corneal stromal inflammation. Additional postoperative steroid drops were given. Lens remains implanted. Conditions are improving. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-health impact:4644: steroid drops. Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).